Manufacturer narrative:
Csi box, drive assembly.

Event description:
It was reported by service report that the zoom function was intermittent. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.